Event description:
During erpc monitor and tower flashed error code noting "unsupported scope" manufacturer called during case but trouble shooting unsuccessful. Case aborted. The processor involved in the case: cv-190- s/w: (B)(4). The light source: clv-190-s/n: (B)(4). The scope. Tjf-q190v - s/n: (B)(4). FDA safety report ID # (B)(4).